Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("large fibroid") and experienced flatulence ("gassiness") and pain ("soreness"). The patient was treated with surgery (to remove uterus, tubes with coils). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine leiomyoma, flatulence and pain outcome was unknown. The reporter considered flatulence, medical device removal, pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("large fibroid") and experienced flatulence ("gassiness"), pain ("soreness") and lichen planus ("I have this one for 2 year/lichen planus"). The patient was treated with surgery (to remove uterus, tubes with coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine leiomyoma, flatulence, pain and lichen planus outcome was unknown. The reporter considered flatulence, lichen planus, medical device removal, pain and uterine leiomyoma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event lichen planus was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("large fibroid") and experienced flatulence ("gassiness"), pain ("soreness") and lichen planus ("I have this one for 2 year/lichen planus"). The patient was treated with surgery (to remove uterus, tubes with coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine leiomyoma, flatulence, pain and lichen planus outcome was unknown. The reporter considered flatulence, lichen planus, medical device removal, pain and uterine leiomyoma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("large fibroid") and experienced flatulence ("gassiness") and pain ("soreness"). The patient was treated with surgery (to remove uterus, tubes with coils). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine leiomyoma, flatulence and pain outcome was unknown. The reporter considered flatulence, medical device removal, pain and uterine leiomyoma to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.